Manufacturer narrative:
It was reported the IV tubing separated during a treatment which resulted in a leakage. Received is one used partial primary set model 2420-0500 lot 20043344. The male luer of the set was not received. Attached to the set¿s drip chamber spike is a 50ml ICU medical bag (lot 05-054-jt exp 1nov2020) of 0.9% sodium chloride injection. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing (p/n tc10012940) and the male luer (p/n 600117). Closer inspection of the separation under a lab microscope observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on the tubing (p/n tc10012940). Small portions of the tubing were cut into three sections nearest to the separation and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.145 +/-0.003" inches. Equipment used (measurement and testing performed on 16sep2020) - optical ram-cnc, eq08204, calibration due date: 5-feb-21 a device history record for model 2420-0500 with lot number 20043344 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 29apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer's report of a separation was confirmed. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated during use and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no (lot no): 20043344 it was reported the IV tubing separated during a treatment which resulted in a leakage. Chemotherapy being infused to patient via peripheral IV line and pt began yelling for help. Chemo nurses responded and noted IV tubing to have snapped off near a port and leaking. The alaris pump was stopped and IV line clamped, and event was reported to appropriate hospital personnel. The IV tubing was placed in a chemotherapy safety bag and given to pharmacy for further review of defective tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated during use and leaked. The following information was provided by the initial reporter: material no: 2420-0500, batch no (lot no): 20043344 it was reported the IV tubing separated during a treatment which resulted in a leakage. Chemotherapy being infused to patient via peripheral IV line and pt began yelling for help. Chemo nurses responded and noted IV tubing to have snapped off near a port and leaking. The alaris pump was stopped and IV line clamped, and event was reported to appropriate hospital personnel. The IV tubing was placed in a chemotherapy safety bag and given to pharmacy for further review of defective tubing.